Event description:
One touch basic original was failing the check strip test. The patient does not report any symptoms of or treatment for high or low blood glucose. The customer care represetative performed troubleshooting and the issue could not be resolved. The meter was replaced.